Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Tandem technical support (cts) recommended the customer call back and continue troubleshooting if the customer experiences any further issues.